Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, it was reported that the pediatric patient experienced inaccurate cgm values seven days after the sensor was inserted in the upper buttocks. The patient experienced hypoglycemia with tiredness, asthenia and pallor. The patient was taken to the emergency room by the parents and the pediatric diabetologist assisted the patient. The cgm was reading 70 mg/dl and the blood glucose reading was 40 mg/dl. The patient was treated with IV glucose, and they tried to calibrate the cgm but without success as the values were still inaccurate. It was reported that the patient also had a gastro and renal transplant. At the time of the report the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.